Event description:
It was reported by the edwards field clinical specialist that during the transapical deployment of a sapien valve it rose aortic and deployed in an 80:20 aortic position. Reportedly the patient was stable after the deployment of the valve; however the surgical team elected to place a second valve, which was deployed 60:40 aortic. The patient was stable at the end of the procedure and tee revealed no significant ai or pvl. The patient was noted to have bulky native valve / leaflet calcification and severe root calcification. Coaxial alignment of the delivery and valve and the image intensifier angle were both reported to be good. Additionally, ventilation was held and there was no loss of pacing capture during valve deployment. It was reported the surgical team believed the valve malposition was due to calcium placement during deployment.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case the cause of the malposition can not be confirmed: however patient (bulky native valve / leaflet calcification) and/or procedural factors may have caused or contributed to the event. As reported, the surgical team believed the valve malposition was due to calcium placement during deployment of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.